Event description:
It was reported that this implanted subcutaneous implantable cardioverter defibrillator (s-ICD) recorded two inappropriate shocks on two separate episodes. The patient was brought in-clinic for a stress test. During the stress test, the device captured all vectors from all phases, beginning, at a high rate and recovered. Noise was able to be reproduced when the patient performed dressing, getting undress, and raising their arms up. The automatic screening tool (ast) was also used during testing. Data and an x-ray were provided for analysis. Boston scientific technical services consultant suggested there is space to improve the placement of the system as the heart is located in the center of the chest and the current electrode placement does not allow appropriate shock vector. Review of the x-ray images showed the electrode pointing to the pectoral muscle likely picking up noise. Additionally, the first shock was administered due to change in morphology in the alternative vector 2x gain. The r-wave amplitude dropped and allowed fast profile to initiate more aggressive decay which picked up the p-waves and t-waves. The shock impedance was at 66 ohms at the time and smartpass was off. The second recorded shock showed high noise amplitudes in the secondary vector 2x gain. The shock impedance was at 66 ohms and smartpass remained on. There was also a smartpass episode recorded with high ectopy beat and consecutive low amplitude. Boston scientific technical services recommended additional testing and optimal system placement. The physician plans to perform another ast during a stress test. No adverse patient effects were reported. This s-ICD and electrode remains in-service.

Event description:
It was reported that this implanted subcutaneous implantable cardioverter defibrillator (s-ICD) recorded two inappropriate shocks on two separate episodes while hiking. The patient was brought in-clinic for a stress test. During the stress test, the device captured all vectors from all phases, beginning, at a high rate and recovered. Noise was able to be reproduced when the patient performed dressing, getting undress, and raising their arms up. The automatic screening tool (ast) was also used during testing. Data and an x-ray were provided for analysis. Boston scientific technical services consultant suggested there is space to improve the placement of the system as the heart is located in the center of the chest and the current electrode placement does not allow appropriate shock vector. Review of the x-ray images showed the electrode pointing to the pectoral muscle likely picking up noise. Additionally, the first shock was administered due to change in morphology in the alternative vector 2x gain. The r-wave amplitude dropped and allowed fast profile to initiate more aggressive decay which picked up the p-waves and t-waves. The shock impedance was at 66 ohms at the time and smartpass was off. The second recorded shock showed high noise amplitudes in the secondary vector 2x gain. The shock impedance was at 66 ohms and smartpass remained on. There was also a smartpass episode recorded with high ectopy beat and consecutive low amplitude. Boston scientific technical services recommended additional testing and optimal system placement. The physician plans to perform another ast during a stress test. A stress test was performed, the plan is to possibly replace this system. A request was made for the local field representative to contact the facility and learn the resolution for this event; however, no additional information was able to be obtained. No adverse patient effects were reported. This s-ICD and electrode remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.